Event description:
It was reported that approximately four months post dialysis catheter placement procedure, tube of the catheter allegedly had small hole. It was further reported that air was allegedly sucked in when the venous pole was pulled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 24cm glidepath d/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported hole and air in device issues, as the blue luer and corresponding lumen was patent to infusion and aspiration without issue. No leaks were observed during test. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four months post dialysis catheter placement procedure, tube of the catheter allegedly had small hole. It was further reported that air was allegedly sucked in when the venous pole was pulled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately four months post dialysis catheter placement procedure, tube of the catheter allegedly had small hole. It was further reported that air was allegedly sucked in when the venous pole was pulled. Reportedly, the saline came out through the connector. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 24cm glidepath d/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported fluid leak and air in device issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. However, the investigation is unconfirmed for the reported hole in device issue, as the blue luer and corresponding lumen was patent to infusion and aspiration without issue. No leaks were observed during test. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2023), g3. H11: d4 (medical device lot), h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months post dialysis catheter placement procedure, tube of the catheter allegedly had small hole. It was further reported that air was allegedly sucked in when the venous pole was pulled. The procedure was completed using another device. There was no reported patient injury.